Manufacturer narrative:
Upon receipt, the lead was found dissected. About 3 cm of lead body between the proximal and distal lead segment was not returned for analysis. The analysis of the lead fragments demonstrated a damaged insulation at a distance of some 36 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The coating of the conductor cable to ring electrode and to the rv shock coil were found damaged. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that about 41 months after the implantation, oversensing on this lead was noted. Pacing impedance decreased. After the explantation insulation, damages were noted. A subclavian crush was suspected. No adverse patient side effects have been reported.